Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer via a company representative regarding a patient who was receiving baclofen with concentration 2000 mcg/ml at an unknown dose rate via an implantable pump for intractable spasticity. The baclofen dose rate and drug lot number were indicated as not having been documented / unable to be obtained. It was reported that the patient stated their pump went dry before their refill date. It was further reported that there was concern the pump was giving too much drug. The date of the event was unknown. The event occurred during normal use. A catheter dye study was performed and was found to be normal. Surgical intervention had occurred. The pump was replaced. The issue was noted as having been resolved at the time of the report ((B)(6) 2019). The patient was without injury regarding their status at the time of the report. Environmental/external/patient factors that may have led or contributed to the issue was indicated as having been unknown. The pump was in possession of the company representative and was to be returned to the manufacturer for analysis. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. It was noted that the hcp had no further information regarding the event. The patient¿s weight and medical history were indicated as having been requested but would not be made available. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. If information is provided in the future, a supplemental report will be issued.